Event description:
Caller states that the lancet protrudes past the end cap of the softclix device. No adverse event reported. No accidental needlestick reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It is unknown whether the initial reporter sent a report to FDA.